Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris and novasilk mesh. Later the patient experienced pelvic pain, labial adhesions, scant bleeding, yeast infection, dyspareunia, leg pain, chronic lower pelvic discomfort, vaginal bleeding during vaginal probe insertion, dysuria and incontinence. No explant procedure was reported. Subsequent treatments and/or therapies were reported.